Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 150 mg/dl. Customer reported she was washing dishes and her shirt is wet as a possible event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin ump had minor scratches on lcd window, cracked display window corners, broken belt clip and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.